Event description:
It is reported by patient's attorney that in1994, patient fractured her left tibia and was implanted with a zms intramedullary nail. Post-op, patient experienced pain and an x-ray of 2007 showed the tip of the nail protruding near the knee area. Eight days later, extraction was attempted but was unsuccessful.

Manufacturer narrative:
The nail was implanted for about 10 years and supposed to have subjected to sufficient load-bearing. Patient's age and activity level also are potential contributing factors. The manufacturing records are intact and conforming to specs. X-rays are needed for accurate engineering analysis. Cause cannot be definitively determined. H6: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.